Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. A review of the x-ray evidence confirmed the reported allegation. The femoral stem was found fractured from the proximal portion of the implant, right above the sleeve. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
It was reported that "apparently she had a fall and the picture is the result. My estimate is that the stem might have had some stress issues and the fall was what finalized the fx. The construct has been implanted about 10 years. He plans to speak with the surgeon who will attempt to repair the situation. Several questions: has anyone experienced this? Would banging the stem through a distal (to the tip of the stem) window with a heavy bone tamp break the proximal taper so that the stem may be grabbed with a vise grip and leaving the sleeve intact ( and inserting a long stem replacement)? If not, would the only alternative be to dig out the proximal sleeve and the remaining stem shaft?"

Manufacturer narrative:
Product complaint # (B)(4). Catalog number is unknown; therefore, UDI is unavailable. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.